Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide after an interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. It was realized later that the physician didn't push the plunger completely during step 2 all the way, which they suspect is what caused the cuff miss initially. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, after the cuff miss (suture retrieval issue) had occurred, it was realized that the physician didn't push the plunger completely all the way during step 2 of suture deployment. It should be noted that the electronic proglide instructions for use (eifu), states: while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. Use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Do not use excessive force or repeatedly push the plunger assembly. After visually confirming contact with the body of the device only one time, this step is complete. In this case, it is unknown if the failure to complete step 2 caused or contributed to the reported suture retrieval issue, as the device was not returned for analysis. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.